Event description:
The product was broken and leaking. Surgeon took extra steps to take the broken part which stuck inside pt's uterus out.

Manufacturer narrative:
The zumi uterine manipulator was not returned to coopersurgical for evaluation. A query of our complaint database did not reveal any type of product trend for broken and leaking zumi uterine manipulators. Unfortunately, as the product was not returned to coopersurgical a conclusion on the root cause cannot be determined. Should this product be returned to coopersurgical at a later date, we will provide a device evaluation follow up to FDA. (B)(4).